Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the lower case, battery release, one side bail cover and one heart wire contact were contaminated, one side bail cover was broken, the ring cover and ring bail were missing, one case screw was missing, the battery contacts were compressed, the battery drawer was broken, and the keyboard and serial number label were torn. (B)(4).

Event description:
It was reported that the external pulse generator had case damage, and appeared as though it may have been dropped. The generator was returned for service. It was analyzed and tested out of specification. There was no indication that there was any patient involvement associated with this event.